Event description:
New information received notes that the device was reprogrammed.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
New information received indicated that the device was reprogrammed in the past but post-paced t-wave oversensing issue remained. Further programming changes were recommended.

Event description:
It was reported that an asymptomatic patient presented to the clinic for a routine check. A patient notifier alert for non-sustained lead noise was observed. Review of the egms noted possible myopotential oversensing. Programming changes were recommended. The device remains implanted.